Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference manufacturer report: 1627487-2018-01155, 1627487-2018-01156, 1627487-2018-01159. It was reported the patient had loss of effective therapy. A company representative met with the patient and it is unknown what reprogramming measures were taken. The patient had surgery for full system explant.